Manufacturer narrative:
There are two gas springs that slow the lid when closing. Once the lid lowers to a certain point, the weight of the lid is stronger than the springs. These springs were functioning normally at the time of the event. The instrument has warning labels and the operator's manual provides safety information and warnings with respect to working inside the cover. It has been recommended that (B)(4) provides additional warning text that the top cover must be fully opened while working inside the cover to the related modules of the operator's manual.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The modular pre-analytics (mpa) gave the customer an alarm that stopped the mpa processing. The customer raised the mpa's lid and opened the front door to determine the cause of the stop condition. The mpa's lid dropped down very quickly and landed on the customer's hand. The customer was seen in the emergency room and went to an orthopedic physician. It was determined that the middle finger on the left hand was fractured. The customer was in some pain and went home. The customer has been off of work since the incident due to bandaging on her hand and no further information on her condition was available. The field service representative (fsr) determined the top cover of the restopper module was not fully opened which caused it to fall. The fsr determined the gas springs were functioning normally. He communicated to the customer that the lid needs to be opened fully. He verified the lid opens fully with no issues. The instrument has warning labels and the operator's manual provides safety information and warnings with respect to working inside the cover.